Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the call was having intermittent communication issues with the external equipment. They stated that sometimes the external device didn't want to connect with the implant. The caller stated they would see a message that it was not communicating and to please try again. The caller said they reposition the communicator but it will get stuck spinning, and then will time out and say the message that it can't find it, try again. The caller stated they also noticed when it does communicate, it takes a while to actually connect. The caller was wondering if something, maybe a battery, in the external device was getting weak. The caller also mentioned that when they leave the external equipment at home and go to the store it seems like it disconnects and they can tell that it's not working anymore and they had to go back and reconnect. The agent asked the caller if they had any falls or trauma to the implant pocket site and caller stated maybe a little bit of weight gain. The patient was redirected to their healthcare provider to further address the issue. The caller was wondering if the external equipment needed to be on or near their body at all the time for therapy to work. The agent reviewed that our labeling recommends carrying the controller with them in case they ever needed to adjust stimulation, however the proximity or condition of the controller will not affect the implant/therapy.